Event description:
Pt returned to surgery during evening of surgery because of bleeding. When the surgeon re-opened the surgical site, he noticed that the graft had torn at the anastomosis site. He said that he followed the IFU and made sure the suture was not too tight and that he had unwrapped the beading as prescribed.